Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's neurologist that the patient had significant improvement in their exercise tolerability, ability to "urinate bladder", syncope episodes and bowel symptoms once their vns generator stimulation was disabled. It was reported that the patient noticed discrete episodes similar to syncope / pre-syncope involved with vns stimulation. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.